Manufacturer narrative:
Device has not been returned to the manufacture for evaluation. X-rays have been provided by the customer.

Event description:
The doctor reported a patient having a fractured abutment screw (B)(4) in prevail implant 4/5/4 x 13. The patient said she felt ¿a tiny movement over the weekend and did not eat anything after that¿. The patient is not injured. The doctor was able to remove the abutment and the top portion of the screw which has three threads attached.

Manufacturer narrative:
A certain gold-tite tm hexed screw was returned for inspection but was misplaced while in house. The x-ray image of the surgical site was provided by the customer for review. The fractured screw is noted to be stuck inside the implant, and appears to be fractured at the screw head. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite tm hexed screw it is recommended to torque at 20ncm. The alleged event was confirmed following inspection of the x-ray image. A probable cause was not determined for this event.